Manufacturer narrative:
H3) the cord was returned to the manufacture for evaluation. After functional testing, visual/physical examination and performance testing the reported issue was confirmed. The visual inspection noted that the blade for black conductor was loose. The black conductor was intermittently open due to loose blade. It causes sparks when manipulated. Physically damaged to the molded plug was observed. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i30000229, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and after inspecting the mobile view station (mvs) ac power cord it was revealed that there was a broken prong connector within the assembly. The damaged was causing internal arcing when plugged into ac outlets. The mvs power cord was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was plugged into the wall and it sparked. The site decided to not use the system for the case. This occurs when the system is being plugged into multiple outlets and it sparks each time. The site has two navigation systems and when they saw the sparking inside of the plug connector, they used the other system instead. No patient was present at the time of the event.